Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy. Reportedly, the device did not close. Instrument would not close. Used another gun to complete case. No pt injury.